Event description:
It was reported that during a percutaneous coronary intervention procedure, makerband visibility difficulties occurred. The 2.5x12mm apex monorail balloon was advanced to the circumflex (cx) and it was noted that the markerbands on the device were very hard to see under fluoroscopy. The physician was able to complete the procedure with this device with no pt complications reported. The pt's current condition is listed as "okay."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.